Manufacturer narrative:
The unit did not have an unexpected frozen screen and time advanced properly. The unit alarmed button error after boot up and had an intermittent button response on the up arrow button due to corroded keypad traces. The unit had a cracked lcd window, a cracked case at the display window corners, a cracked reservoir tube lip, a scratched reservoir tube window, cracked battery tube threads, and a broken belt clip slot. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer called in to report a button error alarm and a keypad anomaly. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 106 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.